Event description:
The customer reported that, during a procedure, the camera fogged when used with a sterile camera cover. The procedure was completed with another camera. It was noted that this occurred in the first use after repair by olympus. The device was returned to an olympus service center for evaluation. During inspection and testing, error code e216 (scope communication error) was displayed and there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found the no image condition was due to error code e216 which was caused by a defective coupler. In addition, the cable was twisted. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: g3, the aware date should be 15-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿error e216¿ was reproduced. Twisted cable was confirmed. It was recommended to replace the cable unit, the coupler, and o-rings. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.